Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the frayed insulation in the network cable. A field service engineer replaced the network cable in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system station was on disconnected mode and checked station on rss dashboard that showed offline. Customer tried unplugging, replugging of all cables and tried rebooting still issue persisted. Due to this malfunction, customer reported that the dispensing workflow was impacted and also unable to access the medications. There were no adverse events or injuries reported based on this event.